Manufacturer narrative:
The reported event could be confirmed, though the product was not returned for evaluation, but the images and event matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, as indicated in the communication; the bone quality good & taking into consideration it was pre drilled. The probable root cause would be but not limited to; patient factor (hard/dense bone), or predominantly user related (e.g. Position/ angle of implant is incorrect, mislocking over tightening or too high force application) etc. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reported that the 2.7 variax cortical screw broke after being put through a plate during a distal orif case. The surgeon had to leave the broken screw in as it would cause more trouble taking it out.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
The customer reported that the 2.7 variax cortical screw broke after being put through a plate during a distal orif case. The surgeon had to leave the broken screw in as it would cause more trouble taking it out.